Manufacturer narrative:
Follow-up #1: date of submission 10/6/15. Device evaluation: the device has been returned and evaluated by product analysis on 09/19/2015 with the following findings: the black box shows one por after a low battery warning on 2015-08-04. Battery compartment is cracked above the bumper pad. Stripped threads observed on the returned battery cap. It is unable to fully attach to the pump; power on resets duplicated with returned battery cap. New test battery cap is able to carefully attach to the pump and was used to complete a 24hr duration test; no power on resets were duplicated with the test cap.

Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.